Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported event cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs for the procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. Based on the system logs, the last function activated by the surgeon with the endowrist one vessel sealer instrument was a cut function. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgeon alleged that the endowrist one vessel sealer instrument divided the ima without the knife blade being activated. However, although there was no bleeding, the surgeon placed a clip on the artery. At this time, the root cause of the customer reported event is unknown.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the surgeon alleged that the endowrist one vessel sealer instrument divided the inferior mesenteric artery (ima) while activating the sealing function of the instrument. The surgeon claimed that he did not activate the knife or cut function of the instrument when the event occurred. On 12/22/2016, intuitive surgical, inc. (Isi) contacted the surgeon and obtained the following information regarding the reported event: the surgical procedure was not recorded on video. The surgeon confirmed that the size of the ima was not over 7mm in diameter and the vessel was not calcified. The surgeon indicated that there was no bleeding that occurred when the ima was divided. However, the surgeon stated that he placed a clip on the proximal edge of the divided artery. The surgeon indicated that placing the clip on the vessel was not his usual surgical practice. The planned surgical procedure was completed robotically and the patient was reported to be recovering well. There were no post-operative complications.